Manufacturer narrative:
The pump gave a button error alarm and had no button response due to corroded keypad traces. No moisture damage was noted on the electronics and motor. The pump also had a scratched case, minor scratches on the display window, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 269 mg/dl. The customer could not recall any significant events leading to the alarm. Customer stated the insulin pump was exposed to sweat and heat. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.